Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a other (unusual issue) issue. The reporter stated that when they opened the battery compartment it smelled burnt, although it did not feel warm to the touch and did not appear that battery had exploded. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 07/21/2015 with the following findings: the pump powers with returned battery cap. Battery compartment cracks observed in thread area and below grip pad. There was evidence of moisture contamination inside battery compartment and underside of battery cap. Removed pump case. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.